Event description:
It was reported that the patient was experiencing an infection at the site of the left chest dbs ipg. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored. Additionally the patient was given IV antibiotics and was transitioned to oral antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient was experiencing an infection at the site of the left chest dbs ipg was reported to abbott. The patient's ipg was explanted, replaced, and therapy was restored. Additionally the patient was given IV antibiotics and was transitioned to oral antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.